Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
An event regarding inability to extend knee involving an unknown stryker left knee was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Maude event report mw5036554 volun 16-jun-2014: in (B)(6) 2012 pt had knee replacement surgery on his left knee. Two months after surgery his "knee failed" pt began having symptoms of sever knee pain, "stabbing" pain behind his knee cap, inability to go up/down stairs, inability to extend his knee backwards, and his knee "locking up" pt says he has been disabled ever since and unable to work as a (B)(6). Also he is "angry" that he can't get help from FDA, no one calls him back, he wants the "article numbers" for any recalled knee implants for stryker. Pt states the knee is faulty and he wants it out of his body. Patient has an appointment (B)(6)2014 with rheumatologist, and on (B)(6) 2014 with a new orthopedic doctor. His original doctor no longer takes his insurance.

Event description:
Maude event report (B)(4) volun (B)(4) 2014: in (B)(6) 2012 pt had knee replacement surgery on his left knee. Two months after surgery his "knee failed" pt began having symptoms of sever knee pain, "stabbing" pain behind his knee cap, inability to go up/down stairs, inability to extend his knee backwards, and his knee "locking up" pt says he has been disabled ever since and unable to work as a meat cutter for giant foods. Also he is "angry" that he can't get help from FDA, no one calls him back, he wants the "article numbers" for any recalled knee implants for stryker. Pt states the knee is faulty and he wants it out of his body. Patient has an appointment (B)(6)2014 with rheumatologist, and on (B)(6) 2014 with a new orthopedic doctor. His original doctor no longer takes his insurance.